Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited a high capture threshold. No intervention was performed and the patient's condition was unknown.

Manufacturer narrative:
Further information was requested but not received.